Manufacturer narrative:
Quest has not yet received the suspect device from (B)(6). A review of the device history record revealed no quality or manufacturing concerns for the lot noted. Quest will file a supplemental report at the conclusion of the investigation.

Event description:
It was reported to quest medical of an alleged issue with a precision delivery IV set. The report stated that the set had a leak during infusion at the connection of the three lines. The line was changed out under sterile technique. No patient complications were reported.

Manufacturer narrative:
Quest recieved the suspect sample for investigation. It was noted that the sets were being used for lipid infusion. The lipid infusion was stopped intermittently, but the filter line was not flushed. The root cause was determined to be leaking due to lipid occlusion of the filter in the line. Quest will continue to monitor this complaint trend. Quest has concluded its investigation.